Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description: the device alarmed tf (technical failure) 8914, indicating that the cuff pressure sensor is defective. The event did not occur during ventilation.

Manufacturer narrative:
Update 24-nov-2023: root cause: the most likely root cause is considered to be a defective cuff module (which was replaced).